Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode due to an magnetic resonance imaging (MRI) with off-label use. High voltage (hv) therapies were off while in backup vvi mode. Programming changes were made to restore normal parameters. The patient was stable.